Event description:
It was reported to philips that the system did not start up, stalling at 00:00. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected during the course of the investigation, the device was not in clinical use when the issue occurred. A philips remote service engineer (rse) analyzed the system remotely with assistance of the customer and confirmed that the system did not start up. The rse performed the troubleshooting again, with the assistance of the customer, and found that phase 1 of the 3-phase input voltage was not present. In an attempt to resolve the issue, under direction of the rse, the customer replaced fuse f12 in the mpdu (mains power distribution unit), restarted the system, and found that phase 1 was once again not present. A philips field service engineer (fse) inspected the system onsite and found that there was a defect in geometry pc. The defective geometry pc was returned to philips for analysis which confirmed that there was a short circuit in the power supply. To resolve this issue, the fse replaced the geometry pc and loaded the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.